Event description:
It was reported that during a percutaneous coronary interventional procedure the tip of the guide wire broke off inside the patient. The highly stenosed target lesion that contained "hard" plaque was located in the right coronary artery. A choice pt graphix intermediate wire was advanced but was unable to cross the lesion and the tip of the guide wire broke. No attempts to retrieve the tip were performed as the amount of wire that detached and remained inside the patient was considered to be "miniscule". No additional patient complications were reported and the patient's status is fine and stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).